Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of silicone segment burst and splashed fluid could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. Note: a copy of the dfu instruction to clamp tubing above the smartsite valve before administering IV push medications was provided to the customer.

Event description:
The customer reported an IV push medication flowed up the tubing and burst the silicone segment. Details of the event were reported as follows: a propofol infusion was running via gravity and the nurse did not clamp the tubing above the smartsite valve before administering an IV push of normal saline. The nurse flushed the second smartsite valve closest to the pt. The burst occurred in the middle of the silicone segment and fluid splashed into the nurse's eyes. The nurse immediately flushed her eyes and went to urgent care. Blood work was drawn at urgent care. There was no obvious injury to the nurse's eyes and the nurse was released back to work full duty. The customer stated that no further pt or event information is available.